Event description:
Hosp personnel were attempting to externally pace a pt, condition unk. The operator reportedly could not obtain either mechanical or electrical capture. The pt's rhythm reportedly changed at some time during treatment and pacing was no longer an appropriate treatment resulting in no further attempts being made. The rptr was summoned to evaluate the device and arrived toward the end of the event. He reportedly observed no pacing cable plugged into the device even though both defibrillation and pacing electrodes were attached to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.